Event description:
I had a lumpectomy of my left breast and lymphadenectomy of my left arm on (B)(6) 2017. My surgeon implanted a biozorb radiation marker. I had an invasive ductal carcinoma tumor removed. Ever since the surgery until now I have had severe daily pain at the site where the marker was placed. It sticks out of the edge of my breast and can be felt through the skin. It is located at the 2 o¿clock position of my breast. It is pressing on nerves and I am unable to fully function the way I need to on my left side. It causes pain to radiate up and down my entire left side. I want this device removed so that I can move on with my life and not be in daily pain. I do gentle yoga daily, I see a chiropractor and I went through physical therapy and I still have pain.